Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support and experienced complications. The patient was transferred from an outside hospital on (B)(6) 2025 to the complainant hospital due to progressively worsening cardiogenic shock and the patient required veno-arterial extracorporeal membrane oxygenation (va ECMO) cannulation. On (B)(6) 2025 the patient had an ablation which caused worsening shock and bleeding and required the va ECMO to be reconfigured to veno-arterio-venous extracorporeal membrane oxygenation (vav ECMO). On (B)(6) 2024, the vav ECMO flows were reduced, and the decision was made to decannulate the arterial cannula and insert an impella 5.5 for continued cardiac support, with a plan to de-escalate veno-venous extracorporeal membrane oxygenation (vv ECMO) support with the impella 5.5. The impella 5.5 was prepped, inserted, and support was initiated without complications. On support day two, it was noted that the patient remained on vv ECMO with impella 5.5 support. The patient¿s distal extremities were noted to be cool and dusky. The patient¿s liver function tests were elevated, and a liver ultrasound was ordered. On support day four, it was noted that the patient had an elevated plasma free hemoglobin (pfhgb), and it was noted that the results had been decreasing. The patient was administered with methylene blue and flows on the vv ECMO were turned down. The following day, it was noted that the patient did not have signs of active hemolysis. On support day six, the patient was being weaned from vv ECMO and maintained on impella 5.5 support. The patient was noted to be hemolyzing with a pfhgb greater than 40 mg/dl. The medical team suspected the hemolysis was possibly due to the impella. On support day nine, the patient was on continuous renal replacement therapy, and it was noted that the urine output was red tinged. Additionally, it was noted that the patient received six blood products that morning. The patient and family decided to withdraw care and the patient was placed on comfort measures only. The patient was noted to have expired at impella 5.5 explant.

Manufacturer narrative:
B2 added selection that was omitted from previously submitted reports. Investigation summary: the investigation has been completed. Product and data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated. The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was also administered methylene blue.